Manufacturer narrative:
As of this report, the patient's pacemaker remains inservice. No further information is available at this time. If additional information becomes available to our company, the event will be updated as necessary. Approximately five years later the pacemaker was explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information when this patient called medical records stating that when he first received his pacemaker, his physician put him on a bed of magnets that caused him to get shocked. One week later, the patient called again and stated this magnetic bed he laid on caused his device to shut off which made him ill. The patient stated his muscles would not work after this and it has taken him about half of a year to get better and now he can almost see again. This device is not included in an advisory population.